Event description:
Additional information received identified that patient was programmed 2 weeks post-operatively and achieved effective therapy.

Event description:
It was reported that the ipg could not hold charge for more than 24 hours. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with another model ((B)(6) 2018).